Event description:
This report is being filed because the clip could not be closed during preparation of the device. If this were to reoccur during use, it has the potential to cause or contribute to adverse patient effects such as tissue damage. It was reported that during preparation of the clip delivery system (cds), resistance was noted with the arm positioner and the clip could not be closed; thus the cds was not used. A new cds was used to successfully complete the procedure, with no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned and was investigated to identify the cause for the inability to close the clip. The arm positioner was turned to close the clip; however, the clip did not respond. The release was identified to be loose, preventing the clip from closing. An expanded investigation was conducted, which included a query of the complaint handling database. The query identified two additional complaints for clip jumping open during clip arm actuation. A review of the electronic lot history record (elhr) for the manufacturing of the reported lot revealed no associated nonconforming material records (ncmrs) related to clip closing difficulties. Based on a related records review, this event is possibly related to manufacturing. Further assessment of this issue per site operating procedures is being performed. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.